Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. The caller was advised to run a magnet and non-magnet strip and no pacing was seen. The clinic will evaluate for device change in the future. No further information is available at this time. The device is still in use. No patient complications have been reported as a result of this event.